Event description:
The sales representative reported on behalf of the customer, that the aes-90sn, aes-90sn probe assy,suct,sin was being used during a shoulder arthroscopy procedure on (B)(6)23 when it was reported ¿aes-90sn that the tip broke off during surgery. The piece was recovered and there were no delays. Unfortunately, it was thrown out in the sharp¿s container.¿ the procedure was completed with a delay of "a min or so to retrieve the tip". The current status of the patient was reported as "no update". There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be user utilizing the probe to pry and manipulate tissue exposing the distal tip to undue force and stresses. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of three (3) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 36 complaints, regarding 36 devices, for this device family and failure mode. During this same time frame 212,110 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the aes-90sn, aes-90sn probe assy,suct,sin was being used during a shoulder arthroscopy procedure on (B)(6) 23 when it was reported ¿aes-90sn that the tip broke off during surgery. The piece was recovered and there were no delays. Unfortunately, it was thrown out in the sharp¿s container.¿ the procedure was completed with a delay of "a min or so to retrieve the tip.". The current status of the patient was reported as "no update.". There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.